Manufacturer narrative:
Other, other text: investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps 6400 failing accuracy -8.00 was not confirmed during testing as were all within the published customer spec of +/- 6.0%. However, the theory is fluid ingression were found around the chassis base of the expulsor and occlusion sensors. Preventative measures were implemented to repair the expulsor. Event was not duplicated and confirmed, as theory of fluid may have been the cause. Device passed all functional testing.

Event description:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps 6400.

Event description:
Information received indicating that during testing a smiths medical cadd legacy pump failed accuracy by -8.00%. The reported event did not occur while in use with the patient.